Event description:
In 2006, this study pt was implanted with three gore tag thoracic endoprosthesis. It was reported that this pt experienced occlusion of the celiac axis vessel. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Please note attached list of additional devices implanted in pt: tg2610/04068749 and tg2815/03773284.